Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) implanted in 2013 after a prostatectomy and prostate cancer. The patient indicated the device worked well and as described but caused a noticeable length loss of one and a half inches. The patient described that access to partner was adequate but due to shorter length maintaining proper penetration for complete sensation was a struggle, as they slipped out of place a lot. The patient indicated wishing to get the length fixed.